Event description:
The customer tested her blood glucose using her contour meter and received readings between 220-230 mg/dl. She retested using another meter and received a reading of 101 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The qa lab tested the returned reagent and found all strips tested to read e11. E11 indicates exposure to moisture, which was most likely the cause of the higher results.